Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). It was reported that this was first post op visit after leads replaced on (B)(6) 2025. Impedences within normal limits on day of lead replacement. When impedences checked today numerous electrodes showed ¿possible open¿. Pt denies fall since surgery. Programmed electrodes 0 and 8 as those were the 2 electrodes that patient could feel paresthesia at lowest amplitude. Additional information was received; cause not determined, no other actions will be taken at this time. Issue is not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-dec-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(6), ubd: 27-dec-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.